Event description:
It was reported that during an interventional stenting procedure in a long segment of the mid right coronary artery, with the lesion described as mildly tortuous and heavily calcified, the lesion was accessed using a whisper es guide wire and pre-dilatation was performed with a 1.5 x 12 mm voyager balloon. A xience prime 2.75 x 33 mm stent was deployed. After deployment, it was noted that a dissection occurred at the proximal end of the stent strut. A xience prime 2.50 x 12 mm stent was deployed to cover the dissection and the procedure was successfully completed. There was no clinically significant delay in the procedure. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). Guide wire: whisper es; guide cath: ebu 3.5 (6f). There were no reported product deficiencies. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.